Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# j0406263v, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of multiple back operations. The patient reported that they lifted a heavy tv in (B)(6) 2018. It was reported that the patient believes that the wires might have moved in their back. The patient reported that they ¿can¿t function¿, that their skin was burning/sagging, and that their body ¿moves all by itself.¿ the patient reported that their whole body is jerking and they can¿t think. The patient reported that they have also been experiencing a lot of severe headaches. The patient reported that they are in a lot of pain and when they turn their head to the right, they feel a lot of pain in the spine where their wires are and the pain goes through their whole body. The patient mentioned that they went to their local hospital and had blood and urine tests performed. The results of the tests were normal. It was recommended that the patient follow up with their healthcare provider (hcp) and consider having some x-rays taken. No further complications are anticipated.